Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley to the arctic sun device read 34.3c, but the pulmonary artery or bedside read 36.3c. Nurse moved foley probe to bedside and it read 36.1c. Nurse noticed probe was not fully seated and when nurse replaced it to the arctic sun device it read 36.1c there as well. Mss asked the nurse to flex cable and temperature stayed stable. Mss advised the nurse to watch for alert or alarm 50 or 15 as they can be indicative of a short in the cable.

Event description:
It was reported that the foley to the arctic sun device read 34.3c, but the pulmonary artery or bedside read 36.3c. Nurse moved foley probe to bedside and it read 36.1c. Nurse noticed probe was not fully seated and when nurse replaced it to the arctic sun device it read 36.1c there as well. Mss asked the nurse to flex cable and temperature stayed stable. Mss advised the nurse to watch for alert or alarm 50 (patient temperature 1 erratic) or alarm 15 (unable to obtain a stable patient temperature) as they could be indicative of a short in the cable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿inadequate design causing loose wires at connection". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.